Manufacturer narrative:
(B)(4). Pump was received with intermittent act and up arrow button response due to flattened button dome switches. The lcd keypad connector was not found unlocked during visual inspection. Pump received with the operating currents within specification and passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. The drive support disk was inspected and no damage or anomaly noted. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer's spouse reported via phone call high blood glucose levels, hospitalization and keypad anomaly. Customer's blood glucose level was over 400 mg/dl and they experienced hyperglycemia. Customer went to the hospital (B)(6) 2017 at 7:00 am. Customer went to the emergency room then hospital. Customer's spouse advised the buttons on the insulin pump were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.